Event description:
The patient had their generator and lead explanted. A 4 mm tag was left distal from the anchor of the lead body. Their explanted product was returned for analysis. The return product form reported extrusion and infection. No signs of infection were noted in the operating room, but product removed to preclude that. Note that the lead assembly (body), (with the exception of a small portion embedded in dried body tissue) and the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pins at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the stated complaint. Note that since the lead assembly (body), (with the exception of a small portion embedded in dried body tissue) and the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported that a vns patient was seen at a surgeon's office due to lead extrusion in the chest area. The patient's tie downs have eroded through the skin. They did not know the cause for the extrusion as the patient was just referred. They are planning to explant the entire system and leave part of the lead within the next couple of weeks, likely on (B)(6) 2012. The patient cannot verbalize if in discomfort as they are non-verbal and hemiplegia. They may reimplant at a later date. No infection is present. No patient manipulation or trauma occurred that is believed to have caused/contributed to event.

Manufacturer narrative:
Initial reporter : name and address ;corrected data: initial reporter updated.

Manufacturer narrative:
Adverse event or product problem: corrected data. Surgery date.

Event description:
Surgery will be (B)(6) 2012.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.